Manufacturer narrative:
Pump received with cracked and bleeding lcd glass, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Event description:
The customer reported via phone call that the insulin pump's display was cracked and difficult to read. The customer stated that she knocked it off of counter, causing the damage. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.